Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a no delivery alarm while trying to deliver a bolus. The customer's blood glucose was 437 mg/dl. She treated with a syringe. Insulin did not exit during a fixed prime. After disconnecting and reconnecting the infusion set and reservoir, insulin exited when pushed through the tubing. Insulin then exited during a manual prime and it was advised that the pump was working as designed; the alarm was explained to have been caused by an infusion set or reservoir occlusion. Nothing further reported.